Manufacturer narrative:
Device expiration date: 11/24/10. Device expiration date: 11/24/11. Device evaluation: (B)(6) 2011: colored water was introduced into the balloon and there is delamination of the distal balloon bond. Visually there is a fluid path. Water was introduced into the pressure and infusion lumens and the water flows from where it should. The contamination guard was cut off of the device to expose the device shaft. Visually there is a subtle kink at the 3cm marker and the shaft appears very kinked and twisted just after the proximal strain relief. Neither of these kinks affects the way the device functions. There are no other defects detected with this device. A device history record review was completed and this device met all specifications upon distribution. A product risk assessment is open for coronary sinus catheter distal balloon bond failure and is applicable to this event. Edwards opened a CAPA for investigation into ep balloon bond delamination and is applicable to this event.

Event description:
It was reported that while the md was putting in the endoplege it developed a hole in the balloon. This was discovered during insertion; prior to cpb. The balloon was ok during prep.